Event description:
The valve was implanted in the pressure of 110mmh2oi. After the implantation (d+3), no improvement of the pt's condition (hypodrainage). After impossibility to set the pressure, the dr has decided to explant the valve. The dr requests to check the valve.

Manufacturer narrative:
The incident has been reported to the MFR on 07/18/2008. Results of analysis will be developed in a f/u report.